Event description:
It was reported that the patient had better relief during the trial period with the device than after implant. The physician thought that the catheter was not pushed all of the way in. A catheter revision was done. During the revision surgery, it was noted that the connector piece was fractured and it was leaking fluid into the abdomen. The physician thought that this may have happened at the time of implant. The portion of the catheter that was sliced was cut off and the plastic back to the pump was reattached with silk sutures. The medication dosage was cut back and the patient was put in the ICU overnight for observation. The patient did "great and went home the next day". The patient's dosage was titrated up slightly and they were reportedly getting better results. The medication being delivered via the device system was not reported.